Event description:
The sales rep reported that the valve was very difficult to program for that last year - surgeon moved valve to 200mm pressure and still felt it was over draining. He would like us to test the valve functionality and send him a report via email.

Manufacturer narrative:
Upon completion of the investigation it was noted that the needle base has come away from the valve needle chamber. It is not possible to determine how or when this occurred. No other damage was noted. During further evaluation of the device it was found that the device failed the programming test as the cam mechanism did not move. In addition, it was not possible to pressure test the device since the needle base was no longer attached to the valve. It was also found that biological debris was seen throughout the device. A review of the device history confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.